Event description:
Had essure placed in 2008. Have had problems since then. Swelling bruising, autoimmune issues, weight gain, chronic fatigue. Pain in joints, anxiety. Have to see several different drs over the years to figure out why I'm feeling so sad. (B)(4).